Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose level. The customer¿s blood glucose was 600 mg/dl. The customer was treated with the insulin pump. The troubleshooting was the auto mode was not active at the time of incident. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Based on customer report customer was not allege insulin pump was under delivering. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.